Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. During the preparation, prior to the sedation, the tip of the needle was noticed broken. Thus, it was replaced. The device was not used in the patient. No patient complications were reported. The procedure was completed successfully. The device will not return for investigation, since it was disposed.